Event description:
Reporter alleged blood glucose device generated a result outside the reading range of the meter. Customer stated the meter read 650 mg/dl and the result was confirmed in the memory. Customer also indicated five days prior, the meter had a reading of 259 mg/dl back to back with a result of 115 mg/dl when testing was performed within 5 minutes apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.